Event description:
It was reported that the usb cable was damaged and can no longer be used to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Replacement cable was sent to the customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.